Manufacturer narrative:
(B)(4). The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted.

Event description:
System was reported to have shutdown preoperatively while deleting image sets. It was reported that the (B)(6) software crashed after deleting a displayed image set. No patient was involved during the event.

Manufacturer narrative:
It was reported that while deleting an image from the exam manager, the device crashed. DHR review and review of complaint history did not identify any contributory factors to the event. According to technical investigation the cause of this event is a design defect which was recorded under a new reference.

Event description:
System was reported to have shutdown preoperatively while deleting image sets. It was reported that the rosanna software crashed after deleting a displayed image set. No patient was involved during the event.